Manufacturer narrative:
Complaint investigation attached to this report.

Event description:
Dissected the left proximal carotid artery while trying to cross the lesion in the lica. The wire kept doubling over and looked like it may have been in a dissection flap. An angiogram was performed showing a dissection 2.5cm-3 cm past the access site. The .014 wire was exchanged for a new one and with a 40cm kumpe catheter the lesion was crossed, ballooned, and stented. An additional stent was placed proximal to the first stent to tack down the dissection flap. The final angiogram looked great with the dissection fully covered.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
Dissected the left proximal carotid artery while trying to cross the lesion in the lica. The wire kept doubling over and looked like it may have been in a dissection flap. An angiogram was performed showing a dissection 2.5cm-3 cm past the access site. The .014 wire was exchanged for a new one and with a 40cm kumpe catheter the lesion was crossed, ballooned, and stented. An additional stent was placed proximal to the first stent to tack down the dissection flap. The final angiogram looked great with the dissection fully covered.